Event description:
Healthcare professional reported a right side exchange from textured to smooth due to the patient's concern with the product and later added rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. One crease smooth on radius. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening, a missing shell assessed as inconclusive, and a crease smooth in the radius side assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to patient concern with the product. Healthcare professional reported additional event of rupture discovered during surgery. Device has been explanted and replaced.